Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23710. It was reported the patient experienced pain at the left lead site due to a recent fall. It was found the patient's lead had migrated. Reprogramming was able to provide effective stimulation coverage with the right lead. Follow-up information revealed the patient underwent surgical intervention where the patient's left lead was explanted and replaced. It was noted the lead was implanted deeper. The event date is unknown. Please note: it is unknown which lead was explanted. Therefore, both are being reported.